Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced complications which led to the removal of the device. The device was not returned for eval.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced tissue erosion, infection and pain.